Event description:
Found during test. According to the reporter, the device alarms "connect electrodes" continuously while connected to a pt simulator. There was no pt use associated with the reported incident.

Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.